Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a moderately calcified right iliac artery, during pre-dilatation, a fox plus balloon ruptured at 12 atmospheres during the first inflation. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a root cause for the reported balloon rupture could not be determined based to the described event. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.